Event description:
The customer called about an alarm and had already tried to prime three times with a new reservoir. It was indicated that the pump tested ok and the customer was intructed to open up a new box of reservoirs. At that time, the customer was able to prime ok without any alarms.